Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient had an infection at the lead incision site. The area was drained twice and the patient was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.